Manufacturer narrative:
Patient is an animal.

Event description:
On 12-dec-23, nurse assist received a complaint via e-mail from veterinary urgent care center of the following event description from e-mail: I am writing in regard to the recall of stericare 0.9% sodium chloride irrigation usp and sterile water for irrigation usp. We have returned the product to our wholesaler patterson vet. We are looking for assistance with treatment of patients that experienced adverse reactions / infections.